Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The damage was able to be confirmed. Based on the results of the investigation, the definitive root cause of the damage could not be determined. It is possible that the tip damage was thermally or mechanically induced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the inner sheath, for 26 fr. Outer sheath, ceramic head is broken. There were no reports of patient harm.